Event description:
Boston scientific crm received information that sharp deflections on the right ventricular (rv) channel, resulting in pacing inhibition, were observed in nominal and least configurations. However, at most, a ventricular sense (vs) marker post atrial pace (ap) was observed. Impedance measurements were reported stable and within acceptable limits. No oversensing was recreated with aggressive arm movements and pocket manipulation. The device dependent patient was reported to be in and out of atrial fibrillation (af). An x-ray verified that the proximal end of the distal coil was near or potentially across the valve. Technical services (ts) discussed options to investigate the situation. The physician reported that an attempt would be made to place the patient back in af. If af was not oversensed, a non-invasive programmed stimulation (nips) study would be performed to verify vf sensing. Ts reviewed electrograms, and noted some artifact being oversensed on the rv, which had resulted in pacing inhibition of approximately ten seconds. The patient reported symptoms of dizziness at times. An invasive revision procedure was performed, with a new rv lead implanted. The boston scientific crm sales representative then reported seeing a "blip" on the rv rate/sense channel preceding the vp by approximately 240-260 milliseconds. True loss of capture was observed during the rv threshold test at 1.2 volts @ 0.5 milliseconds and also when programmed to 2.2 volts @ 0.5 milliseconds. Lead impedances were reported to be stable and within acceptable limits. The sales rep observed noise, oversensing and pacing inhibition with pocket manipulation and therefore suspected a set screw or seal plug issue. The device was then explanted and replaced without complication. All measurements were observed to be stable and within acceptable limits prior to pocket closure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Inspection and testing of the device set screws found no anomalies and they performed flawlessly throughout analysis. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately and met all design specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.